Manufacturer narrative:
One 8.5f agilis introducer sheath was received for evaluation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure, a sideport detachment occurred. While inserting a non-abbott catheter into the introducer the sideport detached. A new sheath was used and the procedure was completed with no adverse patient consequences.